Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures alarm confirmed in insulin pump history due to broken trace at pin # 6 on u1 keypad assembly.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had no sound and only alarm with vibration. Customer's blood glucose was unknown. Customer stated that self-test function on the pumpkin, no outgoing sound and only vibration. Customer advised to replace and return insulin pump. Insulin pump will be returned for analysis.